Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented for routine follow-up, episodes of auto mode switch due to noise on the atrial channel. The physician elected to take no action, and the patient was in good condition.